Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic herniation release and repair of abdominal wall under general anesthesia, when the fixation system patch was applied, it was found that the newly opened fixation system tack had fallen off and could not be used again. They opened the same lot number of the tack to use normally, and continued the surgery. There was no patient injury.